Event description:
An internal review of several still angiogram images was completed. Two non-contrast image (unknown study date and no scale) showed that an endurant stent graft system was implanted. The ipsilateral limb and extension were positioned into the right external iliac artery; the right internal had been coiled. The contra limb crossed over the ipsilateral limb and was positioned into the left common iliac artery. An additional limb appears to have also been placed within the ipsilateral limb near the level of the gate. No obvious stent graft kinks, compression, or other issues were observed. Since the films were non-contrast the reported occlusion could not be assessed. The 3rd image was a still contrast angiogram image which showed stent graft patency in both limbs and distal to the stent grafts. An additional ipsilateral limb was seen extending further distally into the right external iliac artery. Approximate diameter measurements (from the calibrated catheter) were as follows: across both limbs at the gate: 20mm; across both limbs at the distal aorta: 14mm; right limb diameter within the right common iliac: 7mm minimum; right limb distal diameter within the right external iliac: 8mm. The cause of the occlusion could not be determined from the limited films provided. Details of the patient's anatomy at implant and earlier follow-up films were not available. It is possible that implanting the limbs within the reported narrow anatomy may have contributed. The occlusion may also have been caused by a patient condition.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during a follow up appointment there was occlusion of the ipsilateral limb. Per the physician's statement the cause was related to the ipsilateral limb from the main body being compressed by the contralateral limb where the junction is located. The physician performed an intervention where a limb extension was implanted inside the ipsilateral limb and blood flow was restored. The occlusion was resolved. No additional clinical sequelae were reported and the patient is doing fine.